Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. On an unknown date, the patient was hospitalized for the event. The cause of peritonitis was unknown. Treatment details were not reported. The patient was discharged from the hospital after an unknown amount of time. Action taken with therapy was unknown. At the time of this report, the patient is recovering. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The date of the event was reported as an unknown date in (B)(6) 2012. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.